Manufacturer narrative:
Patient city - (B)(6). Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united kingdom it was reported on 30-aug-2024 that patient had an unknown issues with the infusion set and got admitted to the hospital due to severe anaphylactic shocks. The insertion set was used at stomach. No further information available.